Manufacturer narrative:
On the (B)(4) 2015 a field service engineer (fse) was dispatched. Upon inspection of the instrument the fse determined the issue was due to a clogged bf probe and blown out heater. The fse replaced both the bf probe assy and the heater assy. Instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found one other complaint with similar event. The probable cause of the event was bf and the heater assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015 a customer reported a washer up down motor error with their aia-600ii system. The user further reported fluctuating quality control (qc) for creatine kinase mb (ckmb), trop hi qc, and when repeated the results are low. Customer is also reporting air in the diluent line. A prime was performed to remove the air from the line. Also, the customer is reporting a fluid leak toward the back center of the instrument. The leak was noticed after the washer up down error. Customer was not able to remove the b/f probe to reseat the probe. Customer requested service in order to address the reported issue which resulted in delay reporting of results for ck-mb and troponin. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.